Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was determined to be user related, due to the off-label iliac anatomy and the reported medical non-compliance. It was likely that the thrombus within the left iliac artery (cautionary product use condition) also contributed to this event. There were no procedure-related contributing issues or harms found due to lack of relevant medical information surrounding the event and implant procedures. The final patient disposition was reported to be discharged home and no additional patient sequelae has been reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient presented emergently to the ER at an unknown date. A type iiia endoleak was noted on the left, between the main body and the left limb. The physician elected to explant the device at an unknown date. Endologix was not present for the explant. The patient was reportedly discharged home at an unknown date post procedure. As of the date of this report, there have been no additional patient sequelae reported.